Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed on the 6th june 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2014. The device recorded manual power ups of ten minutes duration between the (B)(6) 2014 and the (B)(6) 2014. The pad-pak became depleted during this time. The pad-pak became depleted during this time and the device remained in fault mode until (B)(6) 2015 when an increase in voltage suggests a further pad-pak was installed and the device passed a self-test. The device performed self-tests up to the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.